Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a speaker operation problem was displayed and the alarm didn't sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the intellivue mx450 patient monitor indicating that a speaker problem was displayed, and the alarm did not sound. It is unknown if the device was in use at time of event, and there was no adverse event reported. The remote service engineer (rse) communicated with the customer, and it was noted that the issue is intermittent, and the biomedical engineer was not able to reproduce the issue. No additional diagnostic/functional testing was performed. The customer was provided a quote for repair, but the quote has expired with no response to the customer. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The customer was provided a quote for repair, but the quote has expired with no response from the customer. It is unknown how the issue was resolved.